Event description:
It was reported that an intraocular lens was torn during the implant procedure. The incision was enlarged to remove the lens. It was reported that there was no injury to the patient.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The sample was received in two halves. The sample was inspected with a microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles and stains) on the lens surface. Surface residuals are compatible with handling the lens out of sterile environment. Also, the edge of the lens is torn and the one half of the optic has a crack. This condition may be a consequence of the removal process of the lens from the eye. All pertinent information available to the manufacturer has been submitted.